Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation dent at the connector region. The cause of the ¿dent on the proximal part of the lead¿ is consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
During the initial implant procedure, a dent was observed on the right atrial (ra) lead. A new lead was successfully implanted to resolve the event. The patient was stable with no consequences.